Event description:
Complainant alleged that while attempting to defibrillate a pt in v-fib the device failed to discharge on the first attempt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.